Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 3. Report received from the USA stating that the device "broke when using the bearing sleeve" during a minimally invasive microdiskectomy for a left l4 and l5 herniated nucleus pulposus. There was a short delay of about three minutes in surgery. A spare device was available for use but a drill bit of the same lot number broke again. The reporter stated that a drill bit from a different lost number was used and the case was completed. There was no additional information provided.